Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline and stuck on the black screen. A field service engineer (fse) found that the drawer 4.2 was preventing the station from powering up, tested the drawer controller board and determined that the board in drawer 4.2 was malfunctioning and causing boot-up errors. Fse replaced the board, tested the unit and confirmed proper operation. The customer completed inventory on the drawer and confirmed satisfaction with the results. The station booted up without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was offline and stuck on the black screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.